Manufacturer narrative:
The voluntary report mentioned the "v-beam dual sheer laser", which is not a model that candela manufactures. Without information regarding the location of where the patient received treatment or information regarding the device, candela can not perform an evaluation of the device. Candela's complaint database has been reviewed and a specific complaint associated with this particular event or a similar event describing the type of injury reported by the patient has not been identified.

Event description:
A patient submitted a voluntary report (B)(4). The patient reported marks and scarring on the treated area.